Event description:
Pt had re-constructive breast implants done in 2013 at (B)(6) hospital. (B)(6) 2018 pt was diagnosed with breast cancer on the same breast that she had re-constructive surgery done in 2013. Pt doesn't understand why the cancer came back again on the same left breast she had re-constructive surgery. Pt stated "who is monitoring the drs to make sure that they are doing things right."